Event description:
It was reported that during a npwt the medium npwt cotton filler kit blockage alarm occurred, the tube of the dressing disconnected. There was no significant delay and a smith and nephew back up was available to complete the procedure; hence, no patient harm. No other complication were reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, loose connection or blockage issues. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.